Event description:
During routine testing, the user found that the defibrillator would charge, but would not fire. There was no pt involved. An examination of the unit disclosed a break in the foil on the printed circuit board assembly 590263. The break between resistor r39 and scr cr211b. The cause of the break could not be determined. This is an unusual event, and no additional action is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.